Manufacturer narrative:
The customer reported a ring artifact on a clinical scan. There was no report of misrepresentation as a result of the artifacts. The philips field service engineer (fse) went to the site to evaluate the system. The fse confirmed the reported issue that ring artifacts were present on scan images in the region of interest (roi). The fse visually inspected the system and found a cracked compensator. The fse replaced the a-plane collimator to resolve the issue. The fse confirmed there was no harm to a patient and no report of misrepresentation and/or mistreatment as a result of this reported issue. The system is in clinical use. This issue was determined not to be a reportable event.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: complaint (B)(4).

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.